Manufacturer narrative:
(B)(4). The device was manufactured july 29, 2015 - july 30, 2015. The device was returned for evaluation. Visual inspection revealed fluid in the bag that contained the device. Further visual inspection revealed that the cause of the leak was due to broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing still remained inside the solvent-bonded area of the luer. The reported condition was verified. The cause of the condition was not determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the sealed overpouch. The reporter stated that the blue winged luer cap was disconnected from the line. This was noted before use. There was no patient involvement. No additional information is available.